Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 478 mg/dl. She retested using another meter and received a reading of 101 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot. No product will be returned. A replacement meter were sent to the customer.